Event description:
It was reported that during a laparoscopic donor nephrectomy procedure the surgeon was firing the fourth firing of the clips and when he looked at the jaws the clip had fed slow and was in a tear drop shape in the tip. They then did a dry fire and at it did the same thing. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). After further review the damage to the trigger insert teeth was found to be evidence that the failure of the anti-backup feature was a result of user technique; attempting to stop the firing sequence and pull the trigger open. Please note the instructions for use indicate the firing cycle must be completed by squeezing the trigger until it stops against the handle.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing did this occur on? (B)(6). Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? Asku . What vessel was the device fired on? Kidney please specify the size of the vessel? Asku. Were any unexpected noises heard? No. If so, when? Was the device fired after this incident in or out of the patient? In. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. The remaining clips were two clips with gap and five conforming according to our manufacturing specifications. It could not be determined what may have caused the clips with gap. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the trigger insert teeth were noted damaged leading the found antibackup failure. It is known from the history of the device that the found condition of the trigger insert teeth may lead feeding issues and partially formed clips. However, it could not be determined what may have caused the found condition of the trigger insert teeth. No incident related to the reported event was observed during the batch record review.